Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the local staff was preparing the c6 for delivery to the hospital. However, when he turned the c6 on again after setting the date and time, the alarm continued to sound with the screen displaying a faulty buzzer and self-test failure.